Event description:
Customer reported that a pt developed an infection approximately one month after an orthopedic procedure in 2007. The pt was prescribed antibiotics.

Manufacturer narrative:
Conclusion: customer reports no causal relationship of the event to the device. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.